Event description:
Customer reported being unable to test with her adc device due to the test not starting after the blood sample was applied. Customer further reported that she experienced dizziness and dyspepsia. Customer self-presented to the emergency room and a reading of 600 mg/dl was obtained. Customer was treated with unspecified IV and was prescribed metformin 500 mg. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter (B)(4) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with button and with strip insertion. Performed control solution test using the returned meter and retain strips. The meter advanced to the apply sample screen and the control solution test was satisfactory. Test started after sample was applied. All results were within range specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.